Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was not successfully implanted due to placement difficulty. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to placement difficulty. There were no adverse effects to the patient reported.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported.